Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that mosaiq recorded the wrong shift. CT field was not recorded. Based on the available information there has been an actual mistreatment.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. Mosaiq is working as designed and intended. The investigation determined that the correct monitor units were delivered for each field. However, the information sent to mosaiq for recording was incorrect. Based on the available information, no patients were mistreated in this case.